Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3-1 was faulty. The field service engineer powered off station for ten minutes and tested drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, it was not detected on the communication bus. Malfunction arose when the user attempted to administer medication to the patient, leading to a delay in the medication dispensing process. There were no adverse events or injuries reported based on this incident.